Manufacturer narrative:
Follow-up #1: date of submission 09/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: a call service (cs) ¿69¿ failure was written as ¿cs87¿ failure in the black box. Cs 87 alarms were observed in the black box alarm history. During testing, a ¿(cs) 69¿ alarm was reproduced during the rewind step; the remaining steps were unable to be verified. A component failure was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service 069 alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.